Event description:
The customer reported an inability to obtain an etco2 reading during a pt event. The customer reported that at no time was pt care compromised.

Manufacturer narrative:
(B)(4). The customer reported an inability to obtain an etco2 reading during a pt event. The customer reported that at no time was pt care compromised. The device was evaluated by a philips field service engineer. The etco2 port was found dislodged. Reseating the connector resolved the issue. The device passed testing and was returned to service. No parts were replaced.